Event description:
It was reported that a core mobile system was used in a coronary therapeutic procedure. During use, the equipment fuse burned out and ivus procedure was stopped. The case was completed without the use of ivus. No injury to patient or user was reported. This product problem is being reported because the core mobile fuse was burnt. There is a potential for harm if it were to recur.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacture¿s policy. Blocks e1 & g2: country is china. Block h3: at the customer site, a field service engineer replaced the burnt fuses and confirmed the system is working normally. Block h6: during use of the core mobile, the system stopped working due to a component failure without any design or manufacturing issue. Blocks h7, h9, & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.